Manufacturer narrative:
The insulin pump had no unexpected battery out limit alarms, weak battery alarms, and blank displays noted. The device passed displacement test and off no power test. The operating currents were with in specifications. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and cracked belt clip slot.

Event description:
It was reported that the customer's insulin pump display went blank and the customer received weak battery and failed battery test alerts. The customer's blood glucose was 208 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.